Manufacturer narrative:
The medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was beeping randomly, would stop and then continue. There was no error message, but the patient thought there was some sort of leak. No other information was provided. The issue occurred while in use with the patient and the infusion was life sustaining. The patient had a backup pump and there was no reported adverse event.